Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; thigh pain; other pain: gums, ear, eye neck, upper back, chest, chronic cough; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury. Surgical interventions regarding the obtryx implant (all under general anesthesia: on (B)(6) 2012 the patient underwent further surgery for: division of tape. On (B)(6) 2012 the patient underwent further surgery for: division of tape (again). On (B)(6) 2017 the patient underwent further surgery for: vaginoplasty cystoscopy: excision of urethral caruncle: insert la/steroid. On (B)(6) 2018 the patient underwent further surgery for: removal of sling left side cystoscopy. On (B)(6) 2019 the patient underwent further surgery for: vaginoplasty / z plasty: insert spop. On an unspecified future date (on waiting list) the patient plans to undergo further surgery for: posterior vaginal repair, sacrospinous fixation: cystoscopy urethroscopy, fitting of spop. Nonsurgical treatments: the patient was treated with pain medication: pregabalin cap 25 mg lyrica for the treatment of: pain. The patient was treated with psychological medication: duloxetine 60mg for the treatment of: depression. Treatment duration: 2yrs?. The patient was treated with other medication (not specified). The patient was treated with topical treatment: ovestin cream, vagifem pessary. Treatment duration: 10 years. On (B)(6) 2017 the patient commenced topical treatment: avantan fatty ointment for the treatment of: redness and inflammation. On (B)(6) 2021 the patient commenced topical treatment: diprosone for the treatment of: inflammation. The patient was treated with the following pain medications: celecoxib for: pain. Cipla, paracetamol + codeine for: pain relief. Treatment duration: 4yrs. Duloxetine 60mg for: pain & neurological pain. Treatment duration: 2yrs. Duloxetine 30mg for: pain. Treatment duration: 1yr. Panadol, ibuprofen for: pain. Treatment duration: 10yrs. The patient was treated with topical treatment: eleuphrat for the treatment of: inflammation.